Event description:
It was reported through iris per that this right atrial (ra) lead was explanted due to a dislodgement, as it exhibited pacing not delivered when required and high pacing thresholds. The lead was found in the subclavian vein. A new lead was implanted successfully. No additional adverse patient effects were reported.